Event description:
During remote monitoring, episodes of post-paced t-wave oversensing were observed on the device. Abbott technical support was contacted and reprogramming is anticipated, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated reprogramming was later performed to resolve the event. The patient was in stable condition.